Manufacturer narrative:
On 16-nov-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 27-apr-2023, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small.. It was reported by the bwi representative that while prepping the vizigo sheath they flushed the vizigo sheath and there was fluid coming out of the leur lock of the sheath. The sheath was exchanged, and the issue was resolved. The case continued without any further incident. No patient consequences were reported. Device evaluation details: visual analysis revealed that the three way stopcock is cracked in on of the sides no other issues were observed. A flow test was performed as per the bwi procedures, and this failed since a leak was found in the 3-way stopcock luer lock. Due to the condition of the three-way stopcock, an internal action was opened. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. A manufacturing record evaluation was performed for the finished device number 60000002 and no internal action related to the complaint was found during the review. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4)

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. It was reported by the bwi representative that while prepping the vizigo sheath they flushed the vizigo sheath and there was fluid coming out of the leur lock of the sheath. The sheath was exchanged, and the issue was resolved. The case continued without any further incident. No patient consequences were reported. No damage to valve/hub was observed. The hemostasis valve (gasket) did not dislodge inside or outside the hub. The brim cap/hub did not detach from the sheath. No picture available. No treatment required. Leur lock leakage is MDR-reportable.

Manufacturer narrative:
Per the completion of an internal review on 27-dec-2022, it was determined that the most accurate reason for MDR-reportability is side port leakage as opposed to the originally reported leur lock leakage.the h6 medical device problem code was updated to fluid leak (a050401).if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA.manufacturer's reference number: (B)(4)